Manufacturer narrative:
The manufacturing lot number was not provide and the device was not returned therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. No requests were made due to the lack of patient information available. As such, event determination, related patient harms and patient disposition could not be independently assessed. However as it was reported that the patient's in these cases had challenging anatomy and this afx device was corrected by a non - afx device (nellix), it is most likely an off label procedure. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
Endologix was made aware on (B)(6) 2018 of a publication regarding a number of study patient implanted at an between june 2014 to june 2017 with nellix endograft in hemodynamically unstable ruptured aaa with challenging anatomy. This patient was reported to have been implanted with an afx prior to the implantation of the nellix device. It was reported that this patient had a bilateral endoleak type ib of the afx device which was treated by placing a nellix 10-160mm. The patient's information or device details were not provided. No further information is available.